Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent implanted in unintended site. Device issue: dislodged stent. It was reported that while advancing the stent delivery system (sds) through a proximal bend, inside of the proximal right coronary artery (rca) and a previously placed stent, the stent dislodged while the physician was pulling back on the device; the stent stripped off, it either got hung up on the stent or the guide. The stent was deployed in the rca using another company's 2.5 balloon. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, on the tip and in the guide wire lumen. There was contrast on the distal shaft. The stent implant was dislodged from the sds and was not returned. There were crimp marks on the balloon between the markers. The balloon was returned tightly folded. There were two kinks on the hypotube 17.5 cm and 24.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned promus sds found blood on the balloon, on the tip, and in the guide wire lumen and contrast visible on the distal shaft, which is consistent with preparation for use and insertion into the body. Although, the stent was not returned, crimp marks were visible on the tightly folded balloon between the markers, indicating the stent was initially crimped securely on the balloon in the correct location at the time of manufacature and the balloon was not inflated. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. No info regarding the anatomy was reported, which may have aided in the evaluation; however, based on the info received with the complaint, the inability to cross the lesion could possibly be related to the attempt to cross a previously expanded stent. Difficulty removing the sds could have been caused by interaction with the guiding catheter or previously implanted stent. It is possible there was damage to the stent, which may have occurred during the attempts to cross the lesion, retraction through the guiding catheter, and/or crossing the previously expanded stent. Potential causes for stent dislodgement inside the body, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. The protective sheath and the guiding catheter used during the procedure were not returned, which may have also aided in the evaluation. The stent dislodgement was likely the result of the procedure, as no damage was reported as being noted during the inspection prior to use or during preparation for use. In this case, the stent may have become damaged during the attempt to cross the lesion and interacted with the previously implanted stent or guiding catheter during removal, which may have ultimately led to the stent dislodgement during retraction of the sds. A review of the finished product lot history record did not reveal any nonconforming material records issued for the lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.